Manufacturer narrative:
(B)(4). Date sent: 08/19/2025. D4: batch #436d51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr45b reload was received. The reload was received partially fired 1/2. Additionally, the reload pan was partially dislodged on the distal end due to the reload body damaged (bent) on this area, and also it was observed that the reload pan channel at the proximal end was severely damaged (dented). No functional test was performed due the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device cecr45b with lot number e25050003; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 436d51, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.